Manufacturer narrative:
The product was returned and evaluated. The yaw potentiometer of the foot control was found mechanically blocked. Manufacturing and sterilization records were reviewed and found to be acceptable. Investigation is ongoing.

Event description:
A user facility in switzerland reported that during surgery an error message would appear repeatedly. The cutter began to fluctuate during the vitrectomy stage of the procedure, and it caused the surgery to be extended an hour. Additional anesthesia was provided to the patient, and the patient developed a retinal hole. The patient underwent treatment which included endodiathermy and cryotherapy.